Event description:
It was reported, the patient¿s internal neurostimulator (ins) was replaced due to battery depletion. It was noted, the patient was told the ins would last six years, but died ¿one year later.¿ it was reported, the patient thought their ins would last longer.

Event description:
Additional information received reported that this was a patient with a long history of low back pain and degenerative disc disease status post l1-l5 extreme lateral inter-body fusion (xlip) (B)(6) 2013 with spinal cord stimulator revision. The patient had chronic low back pain with radiculopathy to bilateral lower extremities. Status post xlip with revision spinal cord stimulator. The cause of the event was not determined, but it was not device related. The patient had not recovered, and the issue or symptom was ongoing. The patient noted that they went back to a rechargeable implantable neurostimulator (ins) in 2012 or 2013. Omitted information as unrelated to this event. See additional external references block for the pe numbers that contain the omitted information.

Manufacturer narrative:
Product ID 37752, serial# (B)(4); product type recharger product ID 3708140, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 39565-30, serial# (B)(4), implanted: 2009 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).